Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The needle detached from the suture. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please provide the lot number. Photo analysis summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former with an apparently detached needle. The image is not clear to determine the failure mode. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002.